Event description:
The graft leaked at the crotch and at a point on the iliac (quantity unknown). The dr attempted to repair the leaks with sutures, but was claimed that he was unable to stop the leaks and ultimately decided to replace the complaint graft with another graft. The condition of the pt is fine.

Manufacturer narrative:
Returned segments of the explanted graft were evaluated by co's consulting pathologist. A copy of that report is attached. Received in fixative are three segments of an aortic-bifemoral vascular graft. The aortic segment measures 5.8 cm in length by 2.0 cm in diameter. The iliac segments are similar in length and measure up to 21 cm in length by 1.2 cm in diameter. No fibrous tissue is attached to the outer surface. The presence of blood is identified on the outer and inner surfaces. Rep sections are embedded under md-921, md-922 and md-923. A collagen-coated aorto-bifemoral vascular graft is identified. All sections, aortic and femoral, are similar in histological appearance. No loss of integrity of the fabric is identified. No loss of integrity of the collagen coating is identified. Collagen coating is present on the luminal surface, adventitial surface and within the interstices of the vascular graft. Blood elements are present on the luminal and adventitial surfaces as well as focally within the interstices of the vascular graft. An intact collagen-coating aorto-bifemoral vascular graft is identified with an intact collagen coating and intact fabric. No loss of integrity of the collagen coating or is identified. Blood elements are identified on the surfaces and within the interstices of the vascular graft.